Event description:
It was reported that the system controller demonstrated a very dampened alarm tone, and that self-test and power cable disconnect alarms were almost inaudible. Log files did not show any controller related alarms. The system controller speakers were cleaned without improvement of the alarm volume and the controller was replaced.

Manufacturer narrative:
Patient weight was not provided. Manufacturer's investigation conclusion: the reported event of quiet audio alarms was not confirmed as the system controller was not returned for analysis. Additional information provided communicated cleaning the speaker holes on the system controller did not improve the alarm volume. The controller was replaced and will not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate ii instructions for use section 7:¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5:¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 :"caring for the equipment" describes how to care for and clean all equipment, including the system controller and the power cables. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.